Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 40 days. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a double valve replacement was also performed during the lvad implant surgery. On (B)(6) 2018, the patient became hemodynamically unstable, and an echocardiography reported inadequate opening of the mitral valve leaflets. In the catheterization laboratory, the presence of thrombus was found on two of the leaflets, causing the inhibited opening of the valve. The valve was explanted. On (B)(6) 2018, the patient developed severe gastrointestinal bleeding and neurological deterioration, leading to the patient's death. It was reported that the doctor observed tissue in the inflow of the lvad when the pump was explanted. No additional information was provided.

Manufacturer narrative:
Additional information: date received added. The report of tissue present in the inflow of the left ventricular assist system (lvas) could not be confirmed through the evaluation of the returned device. A direct correlation between the returned device and the reported events could not be conclusively determined through this evaluation. Visual examination of the smooth and textured blood-contacting surfaces of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations. In addition, visual examination of the pump's blood-contacting surfaces upon disassembly of the device revealed only traces of post-explant blood with no evidence of any depositions or thrombus formations. However, visual examination of the pump rotor revealed the presence of white concentric contact marks on the rotor outlet section, indicating that a deposition was present in the outlet stator at some point while the rotor was spinning and the pump was supporting the patient. However, examination of the outlet stator upon receipt of the device revealed only a small amount of loosely clotted blood with no evidence of any developed or adhered depositions or thrombus formations. Therefore, the origin of the deposition and a timeframe for which it was present in this location could not be determined. Visual inspection of the sealed outflow graft revealed no evidence of distortion such as twisting or kinking. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead revealed no discontinuities or shorts. Functional testing of the pump revealed normal pump power consumption and pressure values and the pump operated as intended. Thrombus, bleeding and neurological dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.